Event description:
Reporter called to submit a report about his pain stimulator device's remote issue. He said the battery is on one side and the generator is on the other side. He said he has the pain stimulator implanted after he had a lower back surgery. He said the stimulator device's remote will not charge. The display is very dim and hard to read. He said the device does only cover his neck pain but does not cover his back pain. He thinks the device shifted after he fell.